Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving compounded baclofen (40 mcg/ml at 32.96 mcg/day), fentanyl (fentanyl 3000 mcg/ml at 2472.3 mcg), bupivacaine (15 mg/ml at 12.361 mg), and clonidine (160 mcg/ml at 131.85 mcg/ml) via an implantable pump. It was reported that since (B)(6) 2023, pump has been running approximately 17% slow, where the volume discrepancy ranges around 17%. The date (B)(6) 2023 is considered an approximate date of event (specific month and year known only).  It was further reported that an unexplained motor stall occurred on (B)(6) 2024 from 17:30 to 18:06.  The patient did not hear an alarm and suffered no symptoms as a result of stall. The pump was replaced and the issue was resolved. The patient was without injury regarding their status as of (B)(6) 2024.  The pump is to be returned to the manufacturer.  The patient's medical history would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3 correction: the date 2023-aug-01 is considered an approximate date of event (specific month and year known only). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis of the pump identified wear on the motor o-ring for gear number three that did not affect the performance of the device in the laboratory. The pump passed dispense accuracy testing at a rate of 500 ul/day and 24000 ul/day. The pump also passed alarm function testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: the annex a device code a160102 was not previously applied in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.